Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from the (B)(6) of cloudy effluent and abdominal discomfort in a patient coincident with dianeal pd4 (unknown bag ) and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal pd4, unknown bag (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient presented with cloudy effluent and abdominal discomfort. Hospitalization was not required. On (B)(6) 2011 the patient was given a stat dose of vancomycin (2.5g, route not reported) and gentamicin (80mg, route not reported) per the unit's protocol. On this same date, the fluid cleared and the patient quickly recovered. On (B)(6) 2011, the patient received a second dose of vancomycin (dose and route not reported), per the unit's protocol. The patient denied a break in aseptic technique. Dianeal pd4 (unknown bag) and extraneal viaflex therapies continued, without a change to the dose. The nurse believed that the events of cloudy effluent and abdominal discomfort were mild in severity, and unrelated to dianeal pd4 unknown bag and extraneal viaflex therapies.